Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the caster stem broke off of the caster and needs a replacement caster.